Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient had presented for recurrent syncope and pre-syncope. The right ventricular (rv) lead exhibited high impedance and non-capture due to suspected fracture. The lead was to be extracted but the physician was unable to advance a stylet or guidewire to the tip of the lead. The lead was capped and replaced. The left ventricular (lv) lead also exhibited a failure to capture. The safety margin was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.